Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced a red heart alarm. The pt was connected to a pair of batteries, and each battery had 1 bar remaining. A red heart alarm occurred, and the rn exchanged. A red heart alarm continued. The pt was feeling some dizziness and had a "weird" feeling with the red heart alarm. It was reported that the pt's history showed low voltage advisory alarms, then low cell battery and a clock reset. The system controller was exchanged with the pt's backup system controller. The pt's speed had not been set by the hospital staff (it was at a default of 6000 rpms). The rn set the speed to the current rate of 9200 rpms. The log file of the system controller prior to exchanging was reviewed by the MFR's technical service rep, and it was noted that the log file recorded a date stamp reset, which was caused by a complete loss of power to the system controller which occurred after a "power cable disconnect". It was reported by the vad coordinator that the issue was resolved when the system controller was exchanged. The pt remains ongoing.

Manufacturer narrative:
The system controller was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.